Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was unknown at the time of the call. The customer stated that they changed the batteries and no buttons occurred. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump was received with slight moisture damage noted on the keypad traces however, responded properly to button presses. Unit passed self test and displacement test. The keypad flex connector was properly locked. No frozen screen noted and the time advanced properly during our testing. The insulin pump has minor scratched display window, a small crack on the reservoir tube lip and scratched case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.